Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01170. This report is being submitted as additional information.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years, 7 months. Manufactures investigation conclusion: the pump was not explanted and was therefore not available for evaluation. Although the reported pump stop and low speed events were confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation. Additionally, the report of suspected thrombus could not be confirmed. The submitted log file showed intermittent low speed advisories and pump stops. Per the evaluation of the returned system controller it was revealed that there were damaged drive circuit components, suggesting a potential compromise to the driveline. The heartmate ii left ventricular assist system instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Device thrombosis and death are listed (in the heartmate ii IFU) as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The hmii IFU also provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the lvad system began producing low flow on both the power module and battery. In the emergency department, the patient stated feeling as if the pump was ¿rumbly¿ in the chest, and upon auscultation in the emergency department, grinding was heard at the pump site. Upon further assessment, the pump was not generated speed or flow. The lactate dehydrogenase that morning was 377 u/l with an inr of 1.8. The patient was being supported by dobutamine after the pump was disconnected from power. A pump exchange was being considered; however, the patient expired on (B)(6) 2018. No additional information was provided.